Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. The root causes of these events cannot be confirmed; however, it is likely that patient related factors contributed to these events. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Through review of a research study titled "analysis of aortic valve pathology" by jonathon a. Leipsic md, frcpc, fscct, it was learned that 5 edwards bioprosthetic valves were explanted. Aortic surgical heart valves derived from the (B)(6) registry (n=52), 31 (59.6%) were explanted from male patients. Explant dates from november 1985 to march 2017. At time of explant, the patients had a mean age of 61.75 ± 15.9 years. Of those patients with known implant duration, the majority of valves were implanted for 5-10 years (n=14, 26.9%) or >10 years (n=15, 28.8%) with range of implant duration of <1year to 27 years. Of those evaluated, the stepwise progression of finding fibrosis only in combination with thrombus and calcification only in combination with fibrosis and thrombus was observed.